Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted quickly. Additionally, an occlusion alarm occurred. Customer's blood glucose ranged from 69-191 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Based on the analysis, the alleged malfunction (battery issue) was verified.